Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
It was reported that the patient¿s stimulation changed its intensity by itself. At night the patient would have their stimulation around 2.00, but when they would wake up it would be at 6.00. The patient could hardly walk as a result. The issue had been happening 2 to 3 times a week for about a month to 6 weeks prior to the report. The system was working to relieve their pain. The patient had a spinal fusion surgery on (B)(6). There was no known accident or incident related to this complaint. The patient received assistance from their doctor or a manufacturer representative and their concerns were resolved.